Event description:
The event involved a primary plum set where the reporter stated that a chemotherapy drug (5-fu) leaked from the vent hole. There was no report of patient involvement and no report of patient harm. No additional information was provided.

Manufacturer narrative:
The complaint of leakage on the 123390488 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 6386904 was reviewed and no non conformities were found that would have led to the reported complaint.